Event description:
The physician reports that the crystalens haptics became damaged when delivering the lens using the b&l lens injector sys. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens.

Manufacturer narrative:
.